Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis found the primary failure of frayed grip cable at the distal idler pulley. Visual inspection was performed and no grip misalignment was observed. No issues with manual articulation of the instrument's inputs were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No gripping issues observed during in-house testing. The bumper test was performed and passed. Additional observation not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips and near the grip cable track. No damage to the conductor wire was observed. Electrical continuity was performed and passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was found to have no grip with burrs on the cable. Same instrument was used to complete the procedure. The procedure was completed with no reported injury.